Event description:
It was reported that the scope was broken and a backup device was not available. The procedure had to be cancelled.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
Correction to adverse event or product problem; outcomes to adverse event.